Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a seizure, loss of consciousness, dry mouth, weakness, vomiting, requiring third party treatment by a healthcare professional, however details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.